Event description:
According to the reporter: while using the medium clip applier on diep flap, on a number of occasions the clip caused the vessel to bleed and did not occlude the vessel. Also the tips of the clips crossed over on themselves instead of meeting. The surgery was completed with no further report of pt complications. Pt diagnosis pre and post operative: surgical defect of right breast status post right mastectomy for immediate reconstruction.